Event description:
It was reported to boston scientific corporation that a unknown orbera balloon system was implanted on (B)(6) 2023. On (B)(6) 2024, it was reported that the patient began vomiting up the orbera balloon upon bending over. The patient simultaneously began coughing and choking on the balloon, and a family member had to extract the balloon from the patients throat. The patient was admitted to the hospital, where a CT scan was performed. The patient required a prolonged hospital stay. Per additional information received on september 18, 2024, the patient was reported to be doing well after the hospital stay and self-discharged from the hospital. The CT scan was performed due to concerns that the esophagus may have torn, but it just thinned. The surgical team advised that no treatment was needed. Additionally, it was reported that when the balloon was pulled out the patient passed out and this was the reason for hospitalization.

Manufacturer narrative:
Block h6: device code a010402 is being used to capture the reportable event of deflation. Device code a1401 is being used to capture the reportable event of migration. Impact code f08 is being used to capture the reportable event of hospitalization or prolong hospitalization. Impact code f2203 is being used to capture the reportable event of imaging required. Patient code e2328 is being used to capture the reportable event of obstruction or occlusion. Patient code e011903 is being used to capture the reportable event of syncope or fainting.

Event description:
It was reported to boston scientific corporation that an unknown orbera balloon system was implanted on (B)(6) 2023. On (B)(6) 2024, it was reported that the patient began vomiting up the orbera balloon upon bending over. The patient simultaneously began coughing and choking on the balloon, and a family member had to extract the balloon from the patients throat. The patient was admitted to the hospital, where a CT scan was performed. The patient required a prolonged hospital stay. Per additional information received on september 18, 2024, the patient was reported to be doing well after the hospital stay and self-discharged from the hospital. The CT scan was performed due to concerns that the esophagus may have torn, but it just thinned. The surgical team advised that no treatment was needed. Additionally, it was reported that when the balloon was pulled out the patient passed out and this was the reason for hospitalization.

Manufacturer narrative:
Block h2: blocks b3, d6a, d6b, e1, h6 were updated. Block h6: device code a010402 is being used to capture the reportable event of deflation. Device code a1401 is being used to capture the reportable event of migration. Impact code f08is being used to capture the reportable event of hospitalization or prolong hospitalization. Impact code f2203 is being used to capture the reportable event of imaging required patient code e2328 is being used to capture the reportable event of obstruction or occlusion. Patient code e011903 is being used to capture the reportable event of syncope or fainting.